Event description:
Reporter used patch for pain in left shoulder. After she wore it for about 20 minutes, all of a sudden patch got very hot. After removal, she noted that it had burned the skin on her shoulder and caused a nasty scar with fluid coming out of it. She intended to see her doctor to evaluate burn. She had used these patches previously without event. This was the second of three patches in this box that she had used.